Manufacturer narrative:
Three related 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. The complaint stated: ¿t1 and t2 got deployed together.¿ the devices were returned inside one shelf carton. These will be evaluated and the response shared for all. All three devices cycled and actuated as expected. No functional failure was observed. There was one single strand of partial suture returned. T1 was absent. T2 was attached with knotted suture that was cinched around the tail end of t2. This symptom would inhibit proper anchoring. The depth limiters were all attached. They each showed signs of tissue resistance. They were creased and flared out of shape at the distal ends. This is a symptom of probing, twisting or difficulty with locating desired tissue. Complaint history review found eleven other regional reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting triggering deployment ring during removal from packaging. Use inconsistent with recommendations. Inadvertent twisting or bending of the delivery needle. Incomplete needle penetration through meniscus. Difficulty with reaching the desired tissue location. Entanglement with other instruments or devices. Inadequate tissue conditions. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Product met specifications upon release to distribution. Complaint history review found nine other reports for this lot.

Event description:
It was reported that during a meniscus repair surgery t1 and t2 got deployed together. The procedure was completed with a backup device with no significant delay or patient injury reported. All the t's were removed.